Manufacturer narrative:
H10: h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed the footswitch port is pushed inside the unit. A functional evaluation revealed the unit could not be tested due to pushed in footswitch port. The unit was opened and found the footswitch port loose inside the unit. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the quantum controller's footswitch connector was pushed in. Incident occurred before the procedure. It is unknown if there was a back-up device available and if delay occurred. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.